Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) display malfunction occurred (green dot flicker). Since there were no abnormalities in the pumping operation, it appears they continued using it as is. No harm reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( type of investigation ).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was no request for repair, so the case was closed without any action being tak